Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of this incident, it was determined that the system refrigerator was failed to lock. A field service engineer found refrigerator door not locking. Tested in application and diagnostics. Power cycled for fifteen minutes. Shut down station, refrigerator, and backup battery to reset. Recovered device. Customer tested and confirmed functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, fridge was failed to lock and user unable to clear the error in recovery storage space. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.